Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the device was beeping. It was noted that the hcp reported an empty pump. The hcp did not have access to an (B)(6)/patient. The hcp stated that the patient heard the pump alarm and saw empty reservoir code 8286 on their personal therapy manager (ptm). The hcp stated that the patient said they call manufacturer and were told to go to the emergency room (ER). There was no record of any calls for the patient. The hcp asked how to fill the pump since they have no means to do refills and was not familiar with the pump. The hcp asked why the patient was referred to ER. It was explained that most times the ER would not be able to do a refill, but the patient could go to seek medication for pain control. It was recommended to consult with the managing hcp about having their pump filled as soon as possible (asap). No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
The previously submitted occupation for initial reporter was incorrect. See below for correct occupation for initial reporter. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.